Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
The sales rep advised, I fit this patient on monday. I received a text message last night saying that the spinal pak burned her leg when it was in her pocket. I spoke with her she confirmed the device itself was not hot but is confident it burned her leg. I can't see it but I was hoping you could call her to get a better explanation for better explanation for her. Thanks again. Best, (B)(6) I territory account manager. The patient was called the patient regarding the complaint. The patient had it on yesterday on the pocket of her pants and it was burning. The unit was not hot to the touch. No mark on the leg. It was internal burning pain. The right leg is still sore. Pain level was 8 the patient was sitting down and the pain started. The patient called her doctor. The doctor advise the patient to stop using the unit for a week. The patient has an appointment on (B)(6) 2026. The patient is taking muscle relaxers and tylenol from the surgery. The patient will call back with an update. No new product was shipped to the patient.